Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported with the use of the bd vacutainer® sodium heparinn (nh) 75 usp units blood collection tubes had no label or missing label information or illegible (all packaging levels). This event occurred 20 times. The following information was provided by the initial reporter: the customer stated "in a 100 pack size cartoon 15-20 tubes are stickerless."

Event description:
It was reported with the use of the bd vacutainer® sodium heparinn (nh) 75 usp units blood collection tubes had no label or missing label information or illegible (all packaging levels). This event occurred 20 times the following information was provided by the initial reporter: the customer stated "in a 100 pack size cartoon 15-20 tubes are stickerless."

Manufacturer narrative:
H.6. Investigation: bd did not receive samples, but photos were provided for investigation. The photos were evaluated and the indicated failure mode for missing labels with the incident lot was observed. We were unable to determine the specific lot number associated with this complaint. Therefore, a review of the manufacturing records could not be conducted. Upon evaluation of the customer returned photo, the customer¿s product issue was observed. This product requires a paper label and the manufacturing line contains a label sensor to detect defects. These defects are culled at the tullip. The most likely root cause is that these tubes were not culled from the production line before being placed in the case.